Event description:
It was reported that during a gastric bypass procedure, the devices failed. The surgeon opened a new instrument, the procedure finally was ok. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis showed that the device was received with the firing mechanism damaged and with no cartridge loaded in the device. However, three cartridges were received inside the bag, partially fired and with no damage to the spring cartridge lockout. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications. The batch records were reviewed and no anomalies were noted during the mfg process.